Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, low pacing impedance and noise were observed on the atrial lead. During the lead revision, insulation damage was noted. The lead was explanted and replaced to resolve the event and the patient was in stable condition.